Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient was not getting therapy relief and he was wearing pads again. The patient felt stimulation 1.8v but he was not getting relief and he wanted to adjust stimulation. He was assisted in adjusting stimulation to 1.9v and he was feeling stimulation more. It was confirmed that therapy was on, on program 3 at 1.9v. The issue started in (B)(6) 2016. He was in the hospital for pneumonia and was on medication in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.